Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged irritation and itching all over the body, especially at night, around 3:30 am, and irritated eyes for 1 month. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.